Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron system generated an erroneous triglyceride (tg) patient result. Customer reported that erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced both sample probes.

Manufacturer narrative:
(B)(4). This report is one of two reported related to two events that occurred on two days. This report is related to MDR#2050012-2012-00685.